Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Technical support provided information on how to reset the pump, assisted in resetting it, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.